Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, the 6f/7f mynxgrip vascular closure device (vcd) failed while closing. It seemed to be a sealant problem. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. There was no reported patient injury. The device was stored as per labeling and opened in a sterile filed. The mynx vcd was prepped according to the instructions for use. The type of procedure the mynx vcd was used in was for a diagnostic coronary. The procedure used neither antegrade nor retrograde approach. The deployer was mynx certified and has used the mynxgrip over 100 times. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression, for less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged to the black handle with the stopcock open, sealant sleeve was pushed back against the green shuttle handle, the advancer tube was deployed on the catheter shaft, covering the balloon¿s proximal tip, and the procedural sheath was observed to have been separate from the device as received. The sealant and syringe were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. Without the return of the sealant, a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. Per the mynxgrip instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis. A review of the manufacturing documentation associated with this lot# f2006603 presented no issues during the manufacturing process that can be related to the reported complaint. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed while closing. It seemed to be a sealant problem. Hemostasis was achieved by manual compression, for less then 30 mins. The was not patient hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The mynx vcd was prepped according to the instructions for use. The type of procedure the mynx vcd was used in was a diagnostic coronary. The procedure did not use an ante-grade or retrograde approach. The deployer¿s mynx was mynx certified and has used the mynx grip (over 100 times). A 6f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device is expected to be returned for evaluation.